Event description:
4 of 4 reports. Other mfg report numbers: 3013886523-2024-00234, 3013886523-2024-00235, 3013886523-2024-00347. Case 4: a facility reported a directlink pressure output cable- philips registering inconsistent values. The cable was used with module (ID (B)(6)), directlink icp extension cable (ID (B)(6)) and cerelink sensor (ID (B)(6)). The sensor was explanted.

Manufacturer narrative:
The directlink pressure output cable- philips was returned for evaluation: DHR - the lot/serial provided is the supplier¿s lot number, not integra¿s one. The review of the history supplier lot 20110211 showed that all possible lot used in this case were conformed to the specifications when released to stock. Failure analysis - the cable was cleaned with isopropyl alcohol 70% and visually inspected: no defect was noted. The cable was inspected: no defect was noted. Root cause - no exact root cause could be determined as the technician could not confirm any problem with the device at the time of investigation.